Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's blood glucose level was unknown. It was reported that the customer dropped his insulin pump when he fell down. The customer stated that his insulin pump is not cracked but that the display s partial. The customer stated that there is an oval shape in the middle of the display and that the customer cannot deliver a bolus. The display is not returning even after leaving the insulin pump in normal room temperature. Advised customer to discontinue use of the insulin pump and revert to backup plan per healthcare provider's instructions. Nothing further reported.